Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a sales rep that during a transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/ds and the 14fr esheath+. During inflation, the balloon did not expand and the valve strut was bent. As reported, this was an unplanned non-edwards valve bailout case. Several attempts were made to deploy a 29mm non-edwards vale and the team decided to switch to a 26mm s3u. The non-edwards valve was removed and the 14fr esheath+ was inserted. Extreme resistance was noted during delivery system insertion, particularly in the external iliac. Valve alignment done and valve positioned across the native annulus. During valve deployment, the balloon of the delivery system did not expand, but no contrast was noted distal of the "pusher". During attempted recapture, the valve strut tines were bent creating a high-risk retrieval. The decision was made to surgically remove. The surgeon successfully removed the valve and implanted a surgical valve. A "small dissection" was noted in the descending aorta likely related to attempted retrieval which was successfully repaired. Through follow up with the sales rep, circumferential liner delamination was overserved on the esheath+.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of delivery system leakage and inability to withdraw system with valve through sheath were confirmed by imagery review. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history was unable to be completed as the lot number of the device was not provided. A review of IFU/training materials revealed no deficiencies. As reported, ''during valve deployment, the balloon of the delivery system did not expand, but no contrast was noted distal of the ''pusher''.'' Additionally, it was reported that ''extreme resistance was noted during delivery system insertion, particularly in the external iliac.'' It is possible that excessive manipulation and/or force used to advance the delivery system with crimped valve through the sheath, as reported, caused damage to the balloon. If excessive force is applied to the delivery system with crimped thv during insertion, the apices of the thv frame may damage the crimp balloon, causing a leak that prevents balloon inflation and thv deployment as reported. Additionally, performing valve alignment in a non-straight section can potentially lead to the same effect of balloon damage. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (excessive manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. For the complaint as withdrawal inability, as reported, ''during attempted recapture, the valve strut tines were bent creating a high risk retrieval.'' Although not reported, potential sources of high withdrawal forces include tortuous patient anatomy the presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. Such non-coaxiality can contribute to withdrawal difficulties as the crimped valve likely caught on the sheath tip, causing bent outflow struts as observed which potentially snagged on the sheath tip and prevented further withdrawal into the sheath as reported. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (withdrawal of bent strut) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09724 and 2015691-2022-09726.